Manufacturer narrative:
A ge service representative performed an on-site investigation. The interconnect cable needs to be replaced. No additional service information was provided.

Event description:
The customer reported that the 9800 system would only perform fluoroscopy intermittently. No patient injury was reported.